Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On 12-jul-2010, the telemetered battery voltage was 2.48 v while the daily battery trend voltage was 2.88 v.

Event description:
It was reported that the battery voltage measurement was low and there was no elective replacement indicator message. The device remains in use. No patient complications have been reported as a result of this event. It was later reported that during a subsequent follow-up the patient's device was again producing a low battery measurement. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the telemetered battery voltage was 2.48 v while the daily battery trend voltage was 2.88 v.

Event description:
It was reported that the battery voltage measurement was low and there was no elective replacement indicator message. The device remains in use. No patient complications have been reported as a result of this event.